Manufacturer narrative:
(B)(4). Absorb bvs: 2.5x28, 2.5x23, 3.0x28, 3.5x28, 2.5x12 (x2). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The other absorb device is filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure. A 2.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) was implanted in the right posterior descending coronary artery. A 2.5 x 23 mm absorb bvs, a 3.0 x 28 mm absorb bvs, a 3.5 x 28 mm absorb bvs and two 2.5 x 12 mm absorb bvs were implanted in the proximal left anterior descending (lad) artery. A 2.5 x 28 mm absorb bvs and a 3.0 x 23 mm absorb bvs were implanted in the proximal circumflex (cx) artery. Beginning on (B)(6) 2017, the patient experienced non-serious chest pain. Two multi-slice computed tomographies were performed and noted possible progression of the cx and right coronary artery (rca) lesions. Computed tomography (CT) performed in (B)(6) 2018 noted critical cx stenosis, but 50-75% stenosis in the rca and cx. Medication was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.